Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: age , sex, weight, outcomes attributed to adverse event, description of event or problem, concomitant medical products, date received by MFR, type of report, type of reportable event, follow up type, device evaluated by MFR, labeled for single use, evaluation codes, and additional narrative. The device has not been returned to the service center for evaluation, therefore the cause of the reported event cannot be determined. If the device is returned a supplement will be submitted.

Event description:
It was reported to the service center that the patient had a procedure which was an endoscopy with biopsy. There was moderate blood loss. It was reported the patient did not require a prolonged hospitalization and patient outcome was reported to be positive.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported by the user facility that during a procedure, a patient received a laceration to the gastric mucosa.